Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has become unresponsive. Reportedly, the touchscreen display no longer illuminates when the wake button is pressed or when the pump is plugged into a power source. Contact stated customer had elevated blood glucose levels (417 mg/dl). Customer had not tested for ketones, but contact stated that the customer's breath smelled ketotic. Contact confirmed that the customer has back up manual injections for insulin therapy.